Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine device up-grade, the physician could not fully insert the guidewire. The lead was not used and a new lead was placed successfully. The patient was stable post procedure.